Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report: 1627487-2019-06520. It was reported that during an implant procedure on (B)(6) 2019 the physician was unable to insert the extension into the ipg header completely. Multiple attempts were made to insert the extension with no success. As such, the physician broke the silicon part of the ipg header to insert the extension. Reportedly, the extension was broken and blood was detected inside the extension. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the extension and ipg were explanted and replaced with a new extension and ipg resolving the issue.

Manufacturer narrative:
The reported insertion issue was not confirmed. Analysis of the returned ipg found that it had no physical anomalies. A mechanical lead fitment and gauge pin test was performed, along with a setscrew mechanical engagement test; all resulted in normal operation. The returned ipg communicated with all lab utilities and exhibited normal device characteristics during analysis. Additionally, the device history record of the implant was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.